Event description:
It was reported that the patient had advance xp sling implanted on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted as the patient experienced a slow increase in incontinence over the years due to failure of natural sphincter function. After the aus implant, the patient was dry after the device was activated.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.